Event description:
On (B)(6) 2012, the patient was undergoing thoracic endovascular report. The physician was unable to advance the gore dryseal sheath into the left femoral artery due to calcification. The vessel ruptured resulting in 300ml of blood loss requiring a transfusion and vascular reconstruction of the artery. The physician aborted the planned endovascular repair.